Event description:
It was reported to boston scientific corporation in 2005, that an enteryx procedure kit was implanted in a patient on the event date, (patient age, gender and weight are unknown). Nine injections were performed, delivering a total of 9.6 cc's of enteryx solution. It was reported that all of these injections were intramuscular and none were submucosal. According to the complainant, the patient experienced the onset of odynophagia and chest pain on the same day. The odynophagia resolved four days later, and the chest pain resolved the following month. In the same month, the patient experienced mild odynophagia, which resolved in 2005. No weight loss was reported and no dilations or interventions were performed.

Manufacturer narrative:
(Pain with swallowing) the device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Device remains implanted.